Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Considering the nature of this event and the results of this investigation, this occurrence did not warrant a remedial, corrective, preventative or field safety action. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. This investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent treatment for thrombosis using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) that was placed in the superficial femoral artery. It was reported the viabahn device was advanced through an unknown sheath over an unknown guidewire to the target treatment site successfully. Reportedly, upon deployment, there was no resistance when the deployment line was pulled and no excessive forced was used to deploy the viabahn device. Reportedly, the deployment line broke with roughly 2 cm of distal undeployed stent remaining. It was reported, during attempted withdrawal, the delivery catheter became stuck and would not move. To complete the procedure, it was reported the physician attempted to cut the delivery catheter to access the remaining deployment line but ultimately had to perform a cut-down in order to manually pull the remaining deployment line to finish deploying the endoprosthesis in the target treatment site. It is unknown how the delivery catheter was removed. The patient is fine, the viabahn device successfully treated the patient.